Event description:
The customer reported the paddle set was working intermittently.

Manufacturer narrative:
The customer reported the paddle set was working intermittently. The customer evaluated the device and isolated the issue to the paddle set. Replacing the paddle set resolved the failure.